Manufacturer narrative:
Zimmer biomet complaint number - cmp-(B)(4). Medical products - unknown cement, agc patella arcom poly. With wire 31mm catalog #: 11-150826 lot#: 676180 or 509430, max ilk ana rf ps fml 60lt vii catalog #: 145131 lot #:390290, biomet cc I-beam tray. 63mm catalog #: 141221 lot#: 455570 or 005430. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-01515. Product discarded.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately twelve years post-op due to patient falling causing the patient's patella to fracture and the cement mantel to be disrupted between the patella polyethylene and the native bone. The polyethylene and patella were removed and replaced. It was noted there was no signs of component failure or excessive wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, this component was determined to be not reportable.